Manufacturer narrative:
Concomitant product(s): dtma1d1 crtd, implanted: (b)64) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.